Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm, but they were instructed to gently clean the speaker holes and perform a cartridge reset. After following these steps, the pump resumed normal operation without further issues, and the customer was given tips to prevent future altitude alarms.